Manufacturer narrative:
It was reported that automated endoscope reprocessor (aer) treatment was performed during reprocessing of the scope. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending angle did not meet specification, bending rubber adhesive detached, and upward/downward angulation control knob could not be locked securely due to worn out lock engagement lever. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for 1-10 colony forming unit of pseudomonas aeruginosa five times. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. It was reported that the scope sample had culture positive growth on the following date, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user cleaning disinfection and sterilization (cds) practices were not shared, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.